Event description:
It was reported that the minicap sponge came out from the minicap. This occurred before use; therefore, there was no report of patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number gm1308101 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. A visual inspection was performed and the reported issue was confirmed because it identified that the sponge came out from the minicap. The cause of the reported issue could not be determined. A CAPA was opened to investigate this issue further. Should additional relevant information become available, a follow up medwatch will be submitted.